Event description:
During lap/chole, surgeon was using pouch device to retrieve gallbladder from abdomen. Pouch broke, releasing gall bladder back into the abdomen. Used the same type pouch for a second attempt and again the device failed. On third attempt used ethicon endocatch and successfully retrieved gallbladder. No adverse outcome.